Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a regular food bolus instead of delivering the recommended extended bolus by the health care provider (hcp). Due to the user error, the customer experienced a blood glucose (bg) level of 45 mg/dl, which was treated with glucose tablets and soda. Recommendation was made to consult with hcp regarding diabetes management.